Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in ireland, this was a case of a 29mm sapien 3 valve in aortic position, by transfemoral approach. Post valve deployment, the valve migrated slightly towards the ventricle; therefore, a second valve was deployed to anchor it. The second valve was successfully implanted and with good outcome. As per medical opinion, the valve migrated due to poor anchoring of valve at the annular level. It was understood that the patient had more aortic regurgitation rather than aortic stenosis.

Manufacturer narrative:
Updated h6- type of investigation, investigation findings. Corrected h6- investigation conclusions. The device was not returned for evaluation as it remained implanted. The complaint for valve migration was unable to be confirmed as no imagery/medical record was provided. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. It should be noted that this was an off-label operation as the thv was implanted within a non-calcified aortic annulus. Native valve replacement using the sapien 3 (s3) with the commander delivery system (ds) in patient with no calcification is not an indicated use of the device. The risk management file captures risks for indicated device use only. The review of the risk management file is complete, and no further action is required at this time. As reported, "post valve deployment, the valve migrated slightly towards the ventricle, therefore a second valve was deployed to anchor it." Per the IFU, valve migration is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. The absence of annular calcification in this case accounts of the thv instability post-deployment causing the valve to physically detach/shift downward from target location. As such, available information suggests that procedural factors (off label operation) and/or patient factors (non-calcified annulus) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.